Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the post-implant rv threshold test, the physician observed ECG morphology which was similar to lv stimulations. The physician suspected that the lead was dislodged and decided to check the lead position with fluoroscopy exam. All the electrical measurements were normal. Due to insufficient evidence, the physician elected not to make any revision. The patient was stable post procedure.